Manufacturer narrative:
The cartridge has been received for evaluation; however, the cartridge evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer's blood glucose (bg) was low (48 mg/dl) earlier in the day. The school nurse assisted the customer by giving her carbohydrates to consume. The contact was not sure why the bg dropped. The contact did state that the customer delivered a bolus via the pump and 2 hours later an insulin injection was administered prior to the customer dropping low. Tandem technical support reviewed the pump data logs. The pump was confirmed to be functioning properly and it appeared that the customer stacked insulin causing the bg to drop. The contact acknowledged the information and on (B)(6) 2017, stated that the customer's bg level was currently on target.